Event description:
It was reported that the customer experienced an alarm 2 and alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting at the time of the call and follow-up from technical support, and no further action was needed.